Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 789 mg/dl, which was addressed with a correction bolus, via the pump and then by administering manual injections. The customer changed out supplies and noted a kinked cannula. The customer went to the hospital and an intravenous (IV) with saline and insulin was administered to address bg level. Reportedly, the customer was released from hospitalization on (B)(6) 2016. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.